Event description:
Sensor started to read glucose incorrectly occasionally causing highs above 300 and lows below 30 due to it's incorrect readings. Also, would read 20-30 mg/dl below actual finger prick sugar testing. It then failed after 10 days, which is probably a good thing instead of lasting 15 like it should. These things have been consistently failing before they hit the full wear date and I'm surprised the FDA actually allows abbott to keep selling these.